Event description:
It was reported that the atrial lead was replaced due to fracture. Lead fracture was suspected 20 months prior, at which time it was managed by programming to vvi mode. Noise was also reported on both leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that four of the five wires in the proximal coil were fractured at 17.6 cm from the connector pin. All five wires of the distal coil were fractured at the same location. The proximal and distal insulations were also damaged around the same area.